Event description:
Pt reported tooth sensitivity after ipl treatments. It was further reported that pt's teeth had become discolored and damaged. Pt reported, per specialist, she will require 20 root canals and crowns.

Manufacturer narrative:
Suspect device was not evaluated by lumenis as no device malfunction was reported by the user facility. Lumenis has reviewed the treatment parameters reported by the end user facility and found them to be within appropriate threshold. User facility further reported, that pt outcome was good post treatment with no reaction or discomfort. Per the user facility, they have not been approached by the pt for any complaints post treatment. Lumenis has requested a copy of the specialist's report for further investigation; however, the pt did not comply. As this is the first such reported complaint of this type, it is not part of any prod trend. Should add'l info become available, a f/u MDR will be filed.